Event description:
It was reported clinician programmed IV tylenol (1000mg/100ml) to infuse as a secondary medication at a rate of 400ml/hr over fifteen (15) minutes. The clinician opened the valve on the secondary tubing when the medication was hung and witnessed drips in the chamber prior to exiting the room. After 15 minutes passed, the clinician noticed that only half of the medication had infused. Clinician attempted to trouble-shoot with the floor educator. The medication was able to run entirely through following the entire removal of the cap of the vent of the secondary line. There was patient involvement, but no patient harm. Customer biomed investigation findings as follow: upon request, the pump and what was left of the consumable set (tylenol bottle and secondary line) were sent down to biomed for further investigation - however, biomed did not receive the correct pump module in question or the primary set which contains the back check valve (bcv) - biomed reviewed the pcu logs and confirmed the pump module sent down with the pcu was not in use at the time of the incident reported. Biomed completed a preventative maintenance on the received pcu and auto ID and there are no other indications to believe the pcu, lvp and auto-ID that were sent down to biomed are malfunctioning. Staff were not able to retain the primary line. Further information was provided by the customer. The medication bottle used to infuse the acetaminophen was a semi rigid plastic bottle. Education was provided by manufacturer representative on how to properly vent secondary medications. Devices will not be shipped for investigation. A copy of the health canada report was received, which states, "rn hung IV tylenol 1000mg/100ml for a dose of 1000mg as a secondary line. The medication was programmed to infuse at 400ml/h to run for a total of 15mins. The rn opened the valve on the secondary tubing when the medication was hung. The rn saw the medication start to drip prior to leaving the room. After 15 minutes passed, the rn noticed that only half of the medication had infused. The rn then attempted to trouble-shoot with the 8th floor educator. The medication was able to run entirely through following the entire removal of the cap of the vent of the secondary line."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause of the under infusion of tylenol could not be determined as no devices or records were received for this investigation. However, based on emails, the bd clinical operations team identified a possible incorrect handling with the cap of the vent of the secondary line.

Event description:
It was reported clinician programmed IV tylenol (1000mg/100ml) to infuse as a secondary medication at a rate of 400ml/hr over fifteen (15) minutes. The clinician opened the valve on the secondary tubing when the medication was hung and witnessed drips in the chamber prior to exiting the room. After 15 minutes passed, the clinician noticed that only half of the medication had infused. Clinician attempted to trouble-shoot with the floor educator. The medication was able to run entirely through following the entire removal of the cap of the vent of the secondary line. There was patient involvement, but no patient harm. Customer biomed investigation findings as follow: upon request, the pump and what was left of the consumable set (tylenol bottle and secondary line) were sent down to biomed for further investigation however, biomed did not receive the correct pump module in question or the primary set which contains the back check valve (bcv) biomed reviewed the pcu logs and confirmed the pump module sent down with the pcu was not in use at the time of the incident reported. Biomed completed a preventative maintenance on the received pcu and auto ID and there are no other indications to believe the pcu, lvp and auto-ID that were sent down to biomed are malfunctioning. Staff were not able to retain the primary line. Further information was provided by the customer. The medication bottle used to infuse the acetaminophen was a semi rigid plastic bottle. Education was provided by manufacturer representative on how to properly vent secondary medications. Devices will not be shipped for investigation. A copy of the health canada report was received, which states, "rn hung IV tylenol 1000mg/100ml for a dose of 1000mg as a secondary line. The medication was programmed to infuse at 400ml/h to run for a total of 15mins. The rn opened the valve on the secondary tubing when the medication was hung. The rn saw the medication start to drip prior to leaving the room. After 15 minutes passed, the rn noticed that only half of the medication had infused. The rn then attempted to trouble-shoot with the 8th floor educator. The medication was able to run entirely through following the entire removal of the cap of the vent of the secondary line."